Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. There was a leak in the cylinder body of cylinder 1 which was attributed to wear and fatigue at the corner of a fold. A leak and hole were also present near the proximal end of the cylinder body; however, this was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the deflation test and valve activation test . The allegation of a fluid leak and pump malfunction was confirmed. D4: model number: 72404155, lot number: 0182043006, model description: reservoir 65 ml pc/iz.

Event description:
It was reported that there was a loss of fluid from the inflatable penile prosthesis (ipp) device. An accessory kit was used to fill the device with saline. No device components were explanted and no new device components were implanted. Additional information received states the location of the fluid loss was not identified. They only refilled the reservoir. It was further reported that the system continued to malfunction after the device was refilled with fluid. The device is going to be revised on (B)(6) 2019 due to the malfunction. Additional information received states there were no patient symptoms or complications.

Manufacturer narrative:
Additional information provided in b5. Additional information provided in: b5, h6. D4: model number: 72404155 lot number: 0182043006 model description: reservoir 65 ml pc/iz.

Event description:
It was reported that there was a loss of fluid from the inflatable penile prosthesis (ipp) device. An accessory kit was used to fill the device with saline. No device components were explanted and no new device components were implanted. Additional information received states the location of the fluid loss was not identified. They only refilled the reservoir. It was further reported that the system continued to malfunction after the device was refilled with fluid. The device is going to be revised on 04-oct-2019 due to the malfunction. Additional information received states there were no patient symptoms or complications. It was additionally reported that the patient began experiencing unspecified issues with his device prior to (B)(6) 2019. It was also reported that the ipp was explanted due to a pump malfunction on (B)(6) 2019.

Manufacturer narrative:
Additional information and corrected information provided: model number: 72404155; lot number: 0182043006; model description: reservoir 65 ml pc/iz..

Event description:
It was reported that there was a loss of fluid from the inflatable penile prosthesis (ipp) device. An accessory kit was used to fill the device with saline. No device components were explanted and no new device components were implanted. Additional information received states the location of the fluid loss was not identified. They only refilled the reservoir. It was further reported that the system continued to malfunction after the device was refilled with fluid. The device is going to be revised on 04-oct-2019 due to the malfunction. Additional information received states there were no patient symptoms or complications. It was additionally reported that the patient began experiencing unspecified issues with his device prior to on (B)(6) 2019. It was also reported that the ipp was explanted due to a pump malfunction on (B)(6) 2019.

Manufacturer narrative:
Model number: 72404155; lot number: 0182043006; model description: reservoir 65 ml pc/iz..

Event description:
It was reported that there was a loss of fluid from the inflatable penile prosthesis (ipp) device. An accessory kit was used to fill the device with saline. No device components were explanted and no new device components were implanted. Additional information received states the location of the fluid loss was not identified. They only refilled the reservoir. It was further reported that the system continued to malfunction after the device was refilled with fluid. The device is going to be revised on (B)(6) 2019 due to the malfunction.

Manufacturer narrative:
Medical device: model number: 72404155, lot number: 0182043006, model description: reservoir 65 ml pc/iz.

Event description:
It was reported that there was a loss of fluid from the inflatable penile prosthesis (ipp) device. An accessory kit was used to fill the device with saline. No device components were explanted and no new device components were implanted. Additional information received states the location of the fluid loss was not identified. They only refilled the reservoir.